Manufacturer narrative:
During an internal review on 6/12/2020, a correction was noted on the 3500a initial as ¿b2. Is required intervention¿ should have been processed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The product was discarded. Therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. No code available was used to represent surgical intervention. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure on which a lasso nav catheter was used, and a medical device entrapment occurred requiring surgical intervention. During the mapping phase of the left atrium, the lasso catheter accidently went from the mitral valve into the left ventricle. All attempts to get the lasso back into the left atrium failed. The patient required surgical intervention so the catheter could be retrieved from the heart. There¿s no information regarding extended hospitalization, patient¿s outcome, or the physician¿s causality opinion. The catheter was not stuck or jammed in a full deflected position. The knob/piston was not unable to be turned and/or pushed up and down. No additional details were provided.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure on which a lasso nav catheter was used, and a medical device entrapment occurred requiring surgical intervention. Additional information was received on 4/21/2020, indicating the patient required minimally invasive surgical intervention (no open-heart surgery), so the catheter could be retrieved from the heart. They tried to get the catheter back into sheath. A second sheath was used to help push the trabecula¿s smoothly away. No damage to the patient¿s heart valve occurred. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).